Event description:
It has initially been reported that the handpiece started itself without action on the triggers. No pt harm or injury has been reported. No surgery delay has been reported. After device eval, it was confirmed that the problem could not be reproduced and that the handpiece was functional.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the problem could not be reproduced and that the handpiece was functional.